Manufacturer narrative:
(B)(4). No related complaint received with return of device. Final analysis found insulation breaching the outer insulation and exposing the outer coil at 22.1 - 22.3 cm from the connector pin. Abrasions are consistent with friction with another implantable device. (B)(4).

Event description:
This report is to advise of an event observed during analysis.